Event description:
Nurse stated pt went to go into their home, the pt did not shut scooter off, hit throttle with their elbow causing the pt to fall off of scooter. Nurse stated pt broke their leg in an area that was weakened by a pre-existing medical condition and had to be amputated.